Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes and induction testing were suggested. Patient will return for follow up. No further information available.